Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room post implant with worsening shortness of breath and heart failure exacerbation. Shortness of breath was noted since past 3 ¿ 4 weeks. The patient also complained of wheezing. The patient was admitted to the hospital and started on medications. The patient was discharged on (B)(6) 2017. The patient was in a stable condition.